Event description:
Customer experienced high bgs (>250 mg/dl) and stated the cannula was kinked, though "no wetness or insulin" was present at the infusion site. The pod was worn for longer than 48 hours. At 11:20pm, he had a bg of 341 mg/dl so he administered 6.85 units of insulin. His basal rate was set to 0.8 u/hr. At 1:05am his bg rose to 419 mg/dl. He stated his mouth felt "icky." No product was returned for evaluation.

Manufacturer narrative:
We are unable to confirm any malfunction since no product was returned for evaluation. No assessment can be made to determine how the product was functioning and if a malfunction occurred that would have caused or contributed to the customer's high bgs. A kinked cannula would impede insulin delivery and likely lead to reduced insulin flow and contribute to hyperglycemia. However, because the pod was not returned we are unable to confirm any malfunction. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Product lot qualification records were reviewed and found to have met all acceptance criteria.